Manufacturer narrative:
The catalog and lot number for the actual product used in the patient is unknown and will not be available. An investigation was conducted, but the product information was not available. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that after the prowler 10 was used to access the cavernous carotid artery aneurysm, four orbit coils ((B)(4)) were unable to be advanced. After the fourth coil would not advance, the microcatheter was removed and the case was discontinued. The lot number of the prowler 10 microcatheter is not known and the device was not returned; therefore further analysis/device history record review cannot be completed. The trufill dcs orbit instructions for use (IFU) outlines that the device is designed for use under fluoroscopy with a .014" or .018" guidewire compatible infusion catheter 150 cm long, dual marker band such as prowler 14, prowler select lpes, prowler plus, prowler select plus, and rapid transit. The prowler 10 instructions for use outlines that it is indicated for use with a maximum o.d. Guidewire of 0.012". Based on the analysis of the returned devices the inability to insert the orbit coils through the prowler 10 microcatheter was due to procedural use with a microcatheter with an ID that is less than specified for use with the trufill dcs orbit. This same factor likely contributed to the stretched condition of the returned (B)(4) orbit. Inspections are in place to prevent damaged devices from leaving the manufacturing facility. There is no indication of any manufacturing issues related to the events. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00290 and 1058196-2011-00235.

Event description:
During a coil embolization procedure, the prowler 10 was used to access cc aneurysm and the orbit complex fill coils (637cf609/15092388, 637mf3505/14123264, 637mf3575/14125808, and 638cs0721/15134727) were unable to advance. After the fourth coil would not advance, the microcatheter was removed and the case was discontinued.